Manufacturer narrative:
The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx). A non-bsc guide catheter engaged the vessel and a kinetix guidewire was advanced. After predilating the lesion, the stenosis was reduced to 60%. Next, a 16x4.0mm liberte stent delivery system (sds) was advanced with moderate force but could not cross the lesion. Upon removing the device, the stent dislodged from the delivery balloon partially in the lcx. An additional kinetix guide wire was advanced through the dislodged stent and several pre-dilatation balloons were advanced and inflated to expand the stent. A non-bsc stent was also deployed through the dislodged stent. There were no further patient complications and the patient has been discharged in stable condition.